Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the intraoperative femur fracture. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 50d, pn 010000662, ln 6522325, g7 neutral e1 liner 36mm d, pn 010000856, ln 6540407, cer bioloxd mod hd 36mm +3 nk, pn 12-115122, ln 2971353. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a study patient underwent an initial left total hip arthroplasty. The patient experienced an intraoperative proximal femur fracture that required immediate orif. The fracture was noted resolved one month after the initial surgery. Attempts were made to obtain additional information; however, none was available.